Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for two days. The insertion site was abdomen. No further information available.